Event description:
It was reported that the patient was in-hospital for a generator change-out for normal eri. Externalized conductors were observed via fluoroscopy. All electrical measurements were normal and a dft test was successfully completed. Physician to monitor lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.